Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer¿s blood glucose was 290 mg/dl. The customer continued using the pump and had manual injections as alternate insulin therapy.